Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00312.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) to treat a gastrointestinal (gi) bleed using ruby coils and a ruby coil detachment handle (handle). During the procedure, the hospital technician was unable to detach a ruby coil using the handle, despite the pet lock on the pusher wire being separated. The physician therefore retracted and removed the ruby coil, and completed the procedure using additional ruby coils and the same handle. There was no report of an adverse effect to the patient.